Event description:
Customer reported nurse hung an antibiotic as a secondary and noticed that the fluid was backing up into the primary bag. Set was changed out. No pt harm reported. No further patient/event info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of secondary backed up into primary was not confirmed. Only the secondary set model 11448964 was received for investigation. Functional testing found no fault with the secondary set. The cause of the customer's experience could not be identified. The lot number was not identified, therefore lot history record review could not be performed.